Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged-scratched) issue. It was reported that the display screen could not be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: visual inspection revealed that there were multiple scratches on the display lens. During testing, the display screen was found to be dim and discolored.